Event description:
It was reported the dbs device had impedance readings >2000 ohms on all of the unipolar pairs for the left side. The last time impedance measurements were done (2008) all measurements were within normal range. It was reported there was no recent fall or trauma. The patient does have some spine issues (unspecified). The patient has had to increase their medications and has had more dyskinesia. There has not been much therapeutic response on this site since implant and no major changes in response. There was just concern due to the impedance values and increased medications. The patient was typically followed at another clinic. Troubleshooting was being considered. Additional information has been requested but was not available on the date of this report.